Manufacturer narrative:
The "model #", "serial #", "unique device identifier (UDI)", and "PMA/510(k)" were not made available at this time. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges unit out of service. Seat tilting to one side from a defective spring by the left rear wheel of the chair.